Manufacturer narrative:
The investigation has been completed and the reported battery drop was unable to be confirmed due to damaged usb port pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, the customer stated the pump battery dropped from 30% to 5% after being connected to a power source. The battery then jumped back up to 30%. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.